Event description:
It was reported to philips that the geometry pc was restarting automatically, and the movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the user had to wait for restart finish to continue procedure. It was reported that the geometry pc was restarting automatically. Upon further inspection, philips field service engineer (fse) visited onsite and checked the logfiles found the geo restarting error. The bp router was bypassed by customer because of some network issue, after bypassing the network signal interference geo pc which caused the restarting. Fse replaced the bo router network cable. After the replacement of bo router network cable and reconnected bo router, the system was returned to use in good working order the codes were updated based on the investigation outcome.